Event description:
It was reported to philips that possibly bad display. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.